Event description:
As reported, the 4 mm x 18 mm aviator plus balloon dilatation catheter delivery system had a delivery shaft that fractured during advancement of the stent toward the lesion. There was no reported patient injury. The device was prepared without difficulty removing the protective balloon cover or sterile packaging components, and no contralateral approach was used. The target lesion vessel was calcified with mild tortuosity, approximately 70% stenosis, and an acute angle, without bifurcation. The access vessels were not calcified but were tortuous with an acute angle and no bifurcation. The device did not maintain negative pressure during preparation. During the procedure, the device experienced an acute bend when passing through the aortic arch toward the subclavian direction, was unable to cross the lesion, and kinking was observed. No anomalies were noted after delivery to the lesion. The device was removed easily and intact from the patient. The device was pulled from the packaging by the hub and was not torqued or steered by the hub. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.